Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) no anomalies found. (B)(4) no anomalies found. Proximal segment returned and analyzed.

Event description:
Review of manufacturer's database revealed the patient died 13 days after device implant. The cause of death has been requested and not received.